Event description:
The complainant reported a 44 year old male patient presenting with cardiomyopathy for impella support. The patient developed signs of hemolysis, shortly after pump initiation. The pump was removed as a result. The product was returned and a visual inspection of the pump revealed damage to the impeller.

Manufacturer narrative:
The impella device was received and an investigation is underway. Once our analysis is complete, a supplemental MDR will be filed.

Manufacturer narrative:
The device was returned and an analysis was performed. Fractured impeller blades were identified. Review of the clinical account found the physician used a 0.035" guidewire, which is not recommended for use with the impella device. We believe the root cause of the reported hemolysis was related to the fractured impeller blades.